Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an infusion administration set had a blocked filter. This was found during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation full of mold. Due to the sample's potentially biohazardous condition, further evaluation was unable to be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.